Manufacturer narrative:
The device has not been explanted. If it should e explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt presented channels 6 and 8 in status hi from switch on. An x-ray showed the active electrode as not fully inserted into the cochlea. Re-implantation is being considered but has not yet been scheduled.